Manufacturer narrative:
Investigation summary: in response to the event reported by your facility a device history review was conducted for lot number 0267267. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue.

Event description:
It was reported that intima-ii y 22gax1.00in prn ec slm npvc had a defective tubing clamp. The following information was provided by the initial reporter: "at about 9 am on (B)(6) 2021, when preparing to puncture with a closed vein indwelling needle, the clamp on the indwelling needle was found to be unable to clamp properly. It was not used on the patient and did not cause damage to the patient. Replaced the new indwelling needle and report to the supplier."